Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the instructions for use (IFU), for the gore® excluder® iliac branch endoprosthesis, additional considerations for patient selection include but are not limited to: ilio-femoral access vessel size and morphology (minimal thrombus, calcium and / or tortuosity) should be compatible with vascular access techniques and the vascular introducer sheaths and accessories necessary to deliver the endoprostheses. Additionally, the IFU, the implant procedure instructs: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm (aaa) and a right common iliac artery (rcia), with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The iliac branch component (ibc) was successfully advanced and deployed within the rcia. The internal iliac branch component (iic) was then advanced and up and over the aortic bifurcation for advancement within the right hypogastric artery, when it was reported that the nose cone of the device became stuck at the ostium of the right hypogastric artery. The physician tried multiple times to both advance/retract the device, which included several efforts of wire manipulation, but was unsuccessful. To remove the device, it was reported that the physician had to pull the device delivery catheter back really hard. This was successful in disengaging the device from the "stuck" position, but in doing so, caused the nose cone (leading olive) to break off of the delivery catheter. The leading olive became lodged in the right hypogastric artery and was unable to be retrieved. The device and delivery catheter were removed from the patient and the right hypogastric artery was coil embolized. The patient tolerated the procedure and was discharged on (B)(6) 2016 to physical therapy. The physician reports the patient does not show any signs of colitis or bowel ischemia. It was further reported that the cause of the nose cone becoming stuck, is believed to be a trunk of calcium at the origin of the ostium. Pre-implant angioplasty of this area of calcium was performed prior to placement of any endoprostheses to reduce possible advancement issues.

Manufacturer narrative:
Patient medications include but are not limited to: warfarin 5mg, metoprolol tartrate 1 tablet twice per day, lisinopril 5mg, pantoprazole sodium 40mg, aspirin 81mg, crestor 10mg, ocuvite tablet orally the device delivery catheter was returned to gore and an engineering evaluation was performed. The device evaluation showed the following: there was blood on the returned delivery catheter of the device. The deployment knob had been pulled out of the catheter. The delivery catheter was broken at the trailing olive and the leading end had pulled out of the trailing olive. The leading end was not returned for evaluation. There was evidence of a bond at the trailing olive. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the delivery catheter could not be determined with the currently available information. The reported force removing the catheter may have contributed to the event.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm (aaa) and a right common iliac artery (rcia), with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. The iliac branch component (ibc) was successfully advanced and deployed within the rcia. The internal iliac branch component (iic) was then advanced and up and over the aortic bifurcation for advancement within the right hypogastric artery, when it was reported that the nose cone of the device became stuck at the ostium of the right hypogastric artery. The physician tried multiple times to both advance/retract the device, which included several efforts of wire manipulation, but was unsuccessful. The device was deployed and but to remove the device delivery catheter the physician reportedly had to pull the device delivery catheter back really hard. This was successful in disengaging the delivery catheter from the ¿stuck¿ position, but in doing so, caused the nose cone (leading olive) to break off of the delivery catheter. The leading olive became lodged in the right hypogastric artery and was unable to be retrieved. The device and delivery catheter were removed from the patient and the right hypogastric artery was coil embolized. The patient tolerated the procedure and was discharged on (B)(6) 2016 to physical therapy. The physician reports the patient does not show any signs of colitis or bowel ischemia. It was further reported that the cause of the nose cone becoming stuck, is believed to be a trunk of calcium at the origin of the ostium. Pre-implant angioplasty of this area of calcium was performed prior to placement of any endoprostheses to reduce possible advancement issues.